Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient had the following medical history: hypertension, hyperlipidemia, diabetes (I) insulin treatment, and stable angina ccs3. The patient received a 3.0 x 23mm bx sonic stent in the proximal right coronary artery (rca) and a 3.0 x 18mm bx sonic stent in the first obtuse marginal (om). The om was a calcified type b2 lesion with timi of 3. The prox rca was also a calcified type b2 lesion with timi of 3. One month after the procedure, the patient had unstable angina. The prox rca was revascularized. There was 90% stenosis and timi was 1. No new lesions were noted. The patient was treated with pci and cutting balloon. That same day, stent thrombus was also noted in the proximal rca. Patient was treated with pci. Approximately six months later, the patient had stable angina ccs2. The prox rca was revascularized once more. There was 90% stenosis and timi was 2. The patient was treated with pci and received another cypher stent.